Event description:
Description of event: patient reported they had a "fluonix" (taken as flowonix) pump that went bad on them. If you have any questions regarding this letter for manufacturer notification, please do not hesitate to contact us. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".